Event description:
Prior to completion of the IV medication, backup blood in tubing was noted. Upon investigating source, staff noted there was leakage of the tubing before drip chamber. Pt had 50 cc left of the infusion in the IV medication bag and 25 cc on the floor. Pharmacy was asked to look at tubing to determine leakage area and location. Pt was unharmed and did receive 475 cc of the 500 cc (181mg) dose.